Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply were getting intermittent power to the hemopro. Another power supply was brought in and the case was completed without incident. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot/serial history review was not applicable. The product is not returning. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, t.w. Power supply were getting intermittent power to the hemopro. Another power supply was brought in and the case was completed without incident. The hospital did not report any patient effects.